Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; results: the device was returned without the draw rod and it was visually confirmed that the tip of the extractor had broken off. The lot number record & a thorough manufacturing review for the anchor c screw extractor assembly were reviewed and no anomalies were found in the manufacturing records that would have contributed to the reported event. A review of the complaint history was performed and no similar complaints were found. This is the first complaint of its kind for this device. Conclusion: the anchor c screw extractor assembly breakage was verified. The fragmented pieces were immediately removed from the surgical site and no adverse consequences were reported to the patient. The root cause of the failure is attributed to that excessive pivoting or angulation on the screw extractor. The surgical technique for anchor c indicates that excessive pivoting or angulation on the screw extractor while attached to the screw should be avoided as it can cause damage to the screw extractor and/or screw.

Event description:
It was reported, a surgeon was attempting to remove a screw from an anchor c cage when the screw removal tools metal head sheared off inside the screw head. A replacement device was used which was readily available from another set. All pieces were located and removed. No report of adverse consequences was reported.